Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. It was determined that the device was not repairable. The device will be removed from service and was left at the customer site. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device would not power on. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
MFR report # 0003015876-2025-01826 h11 stated: stryker evaluated the customer's device and verified the reported issue. It was determined that the device was not repairable. The device will be removed from service and was left at the customer site. The cause of the reported issue could not be determined. MFR report # 0003015876-2025-01826 h11 should state stated: stryker evaluated the customer's device and verified the reported issue. Stryker determined that the cause of the reported issue was due to a worn power button. However, the device was not repairable. The device will be removed from service and was left at the customer site.

Event description:
The customer contacted stryker to report that their device would not power on. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.